Event description:
Philips received information that the v60 ventilator had an electrical safety test error. The customer stated that the ohm was too high in the applied parts and ground. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. A quote for service has been sent to the customer.

Manufacturer narrative:
The customer declined the quote for service, and no work order was generated. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.